Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope relayed a noisy image. The device was returned to olympus for evaluation. During examination, foreign material was identified at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
In addition to the foreign material, the device inspection showed the bending section adhesive was chipped and cloudy; the scope connector was deformed; switch button 1 was worn and scratched; switch button 4 was worn; the universal cord was wrinkled; the objective lens adhesive was peeling; the connector cover was scratched; the connecting tube coating was peeling; and the connecting tube was wrinkled. Functional testing determined that the bending angle for the up direction did not meet specifications and the up/down knob had excess play; both issues were caused by a worn angle wire. Finally, the right/left angulation knob did not move smoothly. The investigation identified insufficient cleaning but could not identify root cause of the issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant instruction related to inspection for damage: chapter 3, preparation and inspection, section 3.3, inspection of the endoscope: "inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities." In addition, the instructions for use review identified this relevant section: "inspection of the water feeding function: 1. Keep the air/water valve's hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. 3. Release the air/water valve. While observing the endoscopic image, confirm that the emission of water stops and that the valve returns smoothly to its original position." In addition, "section 3.8, inspection of the endoscopic system- inspection summary" includes a summary with line drawings showing where on the device each inspection step is performed. Olympus will continue to monitor field performance for this device.